Manufacturer narrative:
Additional information: tel- (B)(6). It was reported that during a routine check the cs300 intra aortic balloon pump (iabp) had issue regarding the "maintenance required #1 (atmospheric transducer offset failure"). A getinge field service engineer (fse) evaluated the unit and replaced the front end board and solved the problem. After the replacement the symptoms improved and it handed over the equipment to the customer in good working condition and there were no issues. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed maintenance required code #1 message.. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Initial reporter full name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed maintenance required code #1 message.